Event description:
The customer contact reported device breakage; subsequently, a leak was noted. On an unspecified date, the tubing set was being used to deliver an unspecified blood product. After an unspecified length of time, it was reported that during filling of an unspecified chamber of the tubing set using manual pressure, the chamber broke. The customer contact reported that an unspecified volume of blood leaked and an unspecified volume of blood came in contact with the healthcare provider's hands. There were no reported adverse effects to the pt or the healthcare provider. No reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the devices was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.